Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.